Event description:
It was reported that the patient received 6 inappropriate therapies due to oversensing and noise. It was also noted that the impedance had increased from 400 ohms to 1088 ohms. The lead was subsequently explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: proximal conductor fractured; full lead returned and analyzed.